Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The product had caused the reported failure. Based on the evaluation, observed there was no water left inside the syringe. Cap was attached at the syringe tip and the plunger was located at 8ml. Visual inspection noted the gasket was collapse and not in the correct location. Removed the plunger and observed there was a piece of plastic part trapped inside the gasket. The reported event is confirmed related to supplier. However, scar issuance would not be initiated since the adverse trend of complaints reported for the same failure mode are less than 3 incidents within a 12-month period. One complaint with the new failure mode will be considered as an outlier¿s complaint and will be monitored and trended by the supplier team. A potential root cause for this failure could be defect generated at supplier's. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6) hospital. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the when the product was opened, the contents of the syringe containing sterile water were leaking, and there was almost no water in the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the when the product was opened, the contents of the syringe containing sterile water were leaking, and there was almost no water in the syringe.